Manufacturer narrative:
Device received with no button response due to corroded keypad traces. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Device also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported a button error on his insulin pump. The buttons are unresponsive. Customer's blood glucose is 52 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer also stated there was a hospitalization for low blood glucose on (B)(6) 2014. Customer's blood glucose was 25 mg/dl when admitted. Leading up to the event customer stated his blood glucose was really high, and then it went very low. He stated he had delivered too much insulin through the device. Nothing further reported.